Manufacturer narrative:
Other # field is populated with the di number.

Event description:
A report was received that the patient was experiencing frequent charging. The patient will undergo a revision procedure.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the ipg was replaced. No device malfunction was suspected. The explanted device was not returned to bsn.

Event description:
A report was received that the patient was experiencing frequent charging. The patient will undergo a revision procedure.